Manufacturer narrative:
Concomitant medical products: 250ml exactamix infusion bag (lot 60119766, exp2021-03). The customer¿s report of a set leaking from the pumping segment was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the lower fitment. Examination under magnification showed no crush marks to the upper or lower fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the lower fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
The customer reported that fluid leaked from the pump segment during an infusion that caused unspecific "minor temporary damage". There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid leaked from the pump segment during an infusion that caused unspecific "minor temporary damage". There was no report of patient harm.